Event description:
Account states there were two incidents in which the adapter broke off when attempting to disconnect. Incident occurred on a peripheral line. Rns did not use a hemostat to disconnect the t-connector. Unsure how rns tighten t-connectors, but rns did attend inservice. No medical intervention needed for pt. ***further clarification: account states she did not tighten the connection with a hemostat, nor did she try to remove the adapter with a hemostat, she just used her hands. States t-connector was inserted into another t-connector which was inserted into the angiocath. Rn states the male adapter "just snapped off" when she attempted to remove it. States there was no medical intervention, she clamped the tubing and immediately tore the IV site down and replaced the t-connector. The same thing occurred with both incidents. The connection on the baby was previously in an isolette or an open ohio bed. Rn was not certain. No sample available.